Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient presented to observe the status of their healing following implant placement and the patient complained of constant pain and inflammation in the area of the implant. Infection was noted. After a course of antibiotics and a radiograph of the area, removal was necessary. Symptoms as a result of the event: pain and inflammation.